Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver was not working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of a receiver not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), a4: patient weight - correction.

Event description:
Subsequent to the initial report, a supplemental report is needed for a correction to the patient's weight.